Event description:
Caller alleged discrepant inratio results. Results as follows: customer states that this meter reads lower. Sn (B)(4) inratio: 0.8, different inratio: 3.0. Each test was done using a new finger stick and was performed within minutes of each other. Customer believes that the second inratio meter is giving accurate results. No patient information was provided.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2012, 1st inr = 0.8, 2nd inr = 3.0, mean = 1.90, sd = 1.56, %cv = 81.88. Since %cv is more than 20%, the test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot #257066 on (B)(4) 2012 met accuracy and precision criteria. Test results are as follows: donor 182 = 2.6, 2.6, 2.6 inr; donor 183 = 1.9, 1.9, 1.9 inr. At least two out of three replicates are within the allowable bias (+ or -1.0) of reference results for donor 182 (2.20 inr) and donor 183 (1.90 inr), respectively. In-house test results have 0% and 3.09%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.